Manufacturer narrative:
On (B)(6) 2018 we were informed that the device is not available.

Event description:
The myknee tibial cutting block was not used due to impingement with the patellar tendon. The surgery was completed successfully using the conventional system.

Manufacturer narrative:
On 13 october 2017 the patient match department provided a planning review reporting as follows: the problem reported by the surgeon was due to a wrong tibia cutting block's position on the bone model. The position chosen by the designer brought to an interference with the tibia tuberosity and a reduced space for the patellar tendon. This was not compliant with the standard in force, which clearly specifies that "move the main part of the mytibia cutting guide in order to avoid any contact with the tibia tuberosity. The distance has to be 14-15 mm. Moreover, avoid the positioning of the anterior pad on the tuberosity (if it is necessary, perform a cut on this pad)." Conclusions: the problem reported by the surgeon was due to a wrong tibia cutting block's position on the bone model. The position chosen by the designer brought to an interference with the tibia tuberosity and a reduced space for the patellar tendon. All the operators involved in these activities were successfully trained. This is an isolated human error. Batch review performed on 30 october 2017. Lot 56213k: (B)(4) items manufactured and released on 15 september 2017. Expiration date: 2018-03-16. No anomalies found related to the problem. To date, no other events have been on items of the same lot.

Event description:
The myknee tibial cutting block was not used due to impingement with the patellar tendon. The surgery was completed successfully using the conventional system.